Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor failed the incoming pulse test. Upon eval, the q10 transistor was defective. The cause of the pulse test failure was the defective q10 component. The root cause of the defective q10 cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.